Event description:
When the qa button on the device was activated, the unit read 95 mmhg (should be 97-100mmhg) with a terumo pump however read correctly with other equipment. No patient injury or treatment associated with this event.

Manufacturer narrative:
Medex has not yet completed its investigation into this issue.